Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several shocks. Technical services (ts) was consulted and it was determined the shocks were inappropriate therapy for either an atrial tachycardia or supraventricular tachycardia (svt). Ts discussed stored data as well as available programmed settings, with medical management suggested based on available programming options. This device remains in service. No additional adverse patient effects were reported.